Event description:
Caller states the pt tested 6.0 inr on the coaguchek xs system and 4.1 inr on a comparison lab. Coumadin dose was changed, but no info provided on whether this was due to meter result or lab result. No adverse event reported. Requested return of suspect system and replacement sent.